Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. When the patient would increase their stimulation it would feel like they had stuck their ¿finger in a light socket¿ and it felt like they were getting electrocuted. The patient noted that the only way they could knock down their pain was to increase their stimulation enough that it felt like they were being electrocuted. The patient noted that the device had always worked this way for them. The patient¿s pain was very bad and their back had ¿collapsed¿. The patient noted that they did not have a disk and they would gladly increase their stimulation until their ¿brain rattles¿. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).